Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a35 alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump received motor error and motion sensor test failed. The customer¿s blood glucose level was unknown. Customer was able to clear the alarms. Customer was able to complete insulin pump rewind. The drive support cap appears normal. The customer also reported that the displacement test passed. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.